Event description:
It was reported the staff reported not hearing alarms for desaturation from the standalone monitor, and the nicu patient passed away. The customer requested assistance with the audit logs. The logs were initially reviewed by with the customer, revealing the cause of no alarm was the alarms had been paused by the user. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. This information indicated the patient was an emergency 32-week gestation c-section delivery with alveolar hemorrhaging and cardiac arrest. The patient almost passed in the or but staff was able to get the patient to the nicu. The patient was monitored for ECG and spo2 and staff indicated they did not hear alarms from this standalone monitor and the patient subsequently passing away. An internal investigation was performed with the monitor with its existing leads and cables used during the time of the event. Alarms were generated normally with appropriate volume settings; however, it was noted during log review that the alarms had been paused by user, with the pause being the default of 2 minutes. The pause time could not be adjusted as the configured default was 2 minutes. Based on this information, the device functioned as configured; however, use error and alarm management may have been factors. If additional information is obtained, please request re-assessment of the record by the pms clinical expert.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received additional information that the patient was an emergency 32 week delivery that had alveoli hemorrhaging and neonate cardiac arrest. The patient had to be delivered prematurely via c-section due to complications. Patient almost passed in the or room, but they were able to stabilize and get the patient to the nicu. The field service engineer (fse) met with the hospital risk manager to evaluate the device from the event. The monitor speaker was functioning normally, and the speaker setting was at 7 and red alarm was +1. They tested the existing cables and leads that was used during the time of the event. The monitors spo2 and ECG alarmed normally. Risk manager also wanted to know what the "pause alarm" time lapse was and/or if it could be changed after pressing the "pause alarm" key. The "pause alarm" was set at the default of 2 minutes, and this monitor config didn''t provide the ability to chose the "pause alarm" time. It was also stated the device was not connected to a pic ix network. This device was connected to a capsule device. It was found that the staff never admitted the patient into the monitor and never did an "end case" after this patient or the patients prior to or after this event. A philips product support engineer (pse) and a philips clinical product specialist reviewed the log data. The alarms showed that the staff acknowledged the alarms. The alarm review has the history of the alarm notifications with a maximum of 300 entries. First in first out storage of alarms. So time is of essence, since the oldest alarms will be overwritten once the maximum is reached. A report can be printed in both portrait and landscape orientation. Cause: alarms were paused. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The pause time could not be adjusted as the configured default was 2 minutes. Based on this information, the device functioned as configured; however, use error and alarm management may have been factors. The customer was provided with information from review. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.